Event description:
As reported by the (B)(6) field clinical specialist, after successful deployment of an (B)(6) sapien 3 valve in an 25mm (B)(6) perimount valve in the pulmonic position, following serial dilation with a 28mm true balloon catheter, the balloon ruptured at the proximal balloon bond. The ruptured balloon was withdrawn to the level of the puncture site but was not able to be withdrawn through the skin. The deformed balloon profile was too large to safely pull through the skin. A vascular surgeon performed a cutdown to remove the true balloon and repair the femoral vein. A 14f 85cm bbraun d¿ville braided sheath was used during this procedure. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).